Event description:
A report was received that the patient was experiencing sharp, shocking pain at the lead site. High impedances were noted on two contacts on the paddle lead. It was believed that the paddle lead had a fracture. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
(B)(6) 2011. Additional suspect medical device components involved in the event: model # sc-1110, serial # (B)(4), description: precision implantable pulse generator (ipg). The explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and paddle lead will not be returned for evaluation; therefore a failure analysis of the paddle lead could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.